Manufacturer narrative:
A partial lead with the pin measuring 8.5 cm was returned for analysis. External insulation abrasion was noted at 4.5 - 4.7 cm from the pin due to degradation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 201786-2019-14530. It was reported that the patient presented in the operating room for lead revision. The patient's right ventricular lead had a history of noise and was being replaced. During procedure, the physician noticed an insulation breach on the right atrial lead. The leads were capped on 18 september 2019 and a portion of the lead was explanted. Only the right ventricular lead was replaced. Patient was stable post procedure.

Event description:
New information noted that the right ventricular lead was oversensing noise.